Manufacturer narrative:
Sample inspection: an internal and external inspection were performed on the source device. There were observations of fluid ingress in the bezel and rear case. However, there was no contamination observed on the electronic or mechanical components. The male and female iui¿s both have corrosion and dried fluid residue on the contact pins. Log analysis results: the event logs show the pcu was powered on at 3:56:12 am. The suspect pump module was selected at 3:58:29 am and programmed to infuse drug = 402 (doxorub/etop/vincris), the infusion was started at 3:59:15 am. Eight air-in-line alarms occurred between the start of the infusion and when the infusion reached kvo on 23feb2021 at 4:20:47 am. The primary volume infused was recorded to be 1000.01 ml when the device reached kvo. At 4:22:06 am the suspect pump module was selected and the vtbi was increased to 40 ml. The pump module started but alarmed again for air-in-line at 4:57:39 am. The pump module was selected again at 5:00:39 am and the vtbi was increased to 60 ml and the pump module was started. The pump module alarmed again for air-in-line at 5:01:10 am. The pump module was restarted at 5:02:27 am, approximately 40 minutes later the pump module alarmed for patient side occlusion. The pump module was restarted at 5:44:06 am. The pump module was selected and the vtbi was changed to 25 ml and started. The pump module was channeled off at 6:29:10 am with a primary volume infused of 1084.35 ml. Test results: functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. Test methods: n/a device history review: review of the source pcu s/n: (B)(6) service history record showed the device had a manufacture date of 08/15/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The root cause of the customer¿s complaint was not definitively identified in this investigation. The returned pump module was thoroughly tested and inspected; no fault was found the customer¿s stated issue of pump under infused was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of under infusion. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The pump module was in use during treatment.

Event description:
It was reported that chemotherapy was set to infuse over a 24 hour period but it took 28 hours to finish the medication. The chemotherapy was doxorubicin (adriamycin) 25 mg, etoposide (vepesid) 126 mg, vincristine (oncovin) 1 mg in sodium chloride 0.9 % 1,000 ml total volume. The intended infusion rate was 41.7 ml/hour. It was noted that the device was having air in line (ail) errors during the event. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient information not provided.

Event description:
It was reported that chemotherapy was set to infuse over a 24 hour period but it took 28 hours to finish the medication. The chemotherapy was doxorubicin (adriamycin) 25 mg, etoposide (vepesid) 126 mg, vincristine (oncovin) 1 mg in sodium chloride 0.9 % 1,000 ml total volume. The intended infusion rate was 41.7 ml/hour. It was noted that the device was having air in line (ail) errors during the event. No patient harm. Although requested, further information not provided.